Event description:
Information was received indicating that a smiths medical pneupac® parapac® ventilator was previously repaired but the alarm control is still misaligned. There was no reported adverse effects.

Manufacturer narrative:
One pneupac¿ pneupac® parapac® ventilator was returned for analysis in fair condition. Upon visual exam the line on the cap of the relief alarm pressure did not properly line up to 80 cmh2o when selecting maximum pressure; confirming complaint. The relief alarm knob was a bit off center in relation to faceplate label markings. The faceplate was removed noting contamination on the flow block components. Based on the evidence, the root cause of complaint is related to service and repair.